Event description:
On (B)(6) 2012 baxter received three samples of xenium 210 dialyzers for evaluation in relation to a separate report. The samples received were from a different lot than what was initially reported by the customer. This report addresses one of the incidents associated with this lot of product. The customer initially reported that the facility had had issues with xenium dialyzers causing air in line alarms and/or patient reactions. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The sample was received by the baxter product analysis lab (pal). This complaint related to sample lot number # 11g18b. Received (B)(4) dialyzers used. All three were disinfected with (B)(4) bleach solution. A visual inspection was performed and this dialyzer had no obvious defects found. Lot 11g18b was tested for leakage with underwater leak test. No leakage was found. No defects were found with the dialyzer. The two additional incidents are addressed in report numbers 1423500-2012-02472 and 1423500-2012-06301.

Manufacturer narrative:
(B)(4). The baxter product analysis lab (pal) received 1 xenium 210 used dialyzer for evaluation. The dialyzer was disinfected with 10% bleach. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and no leaks were detected. This complaint could not be confirmed. A root cause could not be determined nipro, manufacturer, performed a batch review and retained sample testing and no abnormalities were found.